Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported the customer required assistance loading the cartridge during the load process. The customer experienced an elevated blood glucose (bg) level of 385mg/dl and a correction bolus via the pump was delivered to address the bg level. Tandem technical support guided the customer through performing the load sequence and the customer successfully resumed insulin deliveries.